Event description:
On 13th march 2025, it was reported by a sales representative via email that for an ar-3636-1 (kl 1.8 fibertak, shoulder), the anchor failed to deploy in bone and needed to be replaced. This was detected during use in a stabilization procedure on (B)(6) 2025. The procedure was completed successfully as they utilized a fresh anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment, prying/leveraging, and/or excessive force used during suture passing/tightening/tensioning.